Event description:
It was reported that the customer was hospitalized in 7/05 and treated by the paramedics about three weeks later for low blood sugars. Customer has been having severe hypoglycemia in the morning for the last couple of months and has been adjusting the basal rates. Troubleshooting indicated that the pump was operating properly. Customer will work with doctor to determine the cause of the incidents.